Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown. The customer stated that the insulin pump was exposed to insulin. The customer stated the pump was exposed to moisture. The customer was advised to perform self-test and passed the test. The customer was advised to monitor pump.